Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the boroscope found tears and staining in the brush passage and the forceps passage. Additionally, the labels of the unit were illegible as they were scratched/peeling. During the leak check there was leakage regarding the connector contact pin and plug unit (scope connector).there were also minor scratches on camera switch # 1. The up angulation was low. There were deep dents and cracks (distal sheath glue) in the distal end plastic cover. There were tiny edge chips at the objective lens. There was a crack at the distal sheath glue of the insertion tube and minor cuts or scratches on the insertion tube. There was play regarding the control knob movement. There was a loose s cover boot (missing red ring) at the control body. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during reprocessing, something was found to be stuck in the biopsy channel.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to MDR# 8010047-2020-04451. An investigation was completed by the original equipment manufacturer (OEM) and based on the event and evaluation findings, this report is determined to be non-reportable.